Event description:
Cook catheter was inserted while the patient was in surgery for closure of gastroschisis. Three weeks later, the catheter was noted to be thin and ready to break just past the sleeve support coming from the hub. The surgical team was notified. The thinning is not in a place where the line could be repaired. There was no patient harm.